Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro pro drug-eluting stent system was selected for treatment. During the attempt to advance the stent system into the guiding catheter, the stent dislodged from the balloon.

Manufacturer narrative:
Combination product: yes, the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The balloon of the delivery system is well folded and shows no signs of inflation. The proximal balloon shoulder is slightly crushed. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. The returned stent is severely deformed over its entire length, i.e. It is flat and several struts are strongly bent. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter of a defined amount of samples is tested from every lot and the stent retention force is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.